Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
It was reported to philips that the device powered off abruptly while monitoring a patient and when beginning to perform an operational check test. Further information clarified that the patient was being monitored by a different device. The patient involved was reported to have not experienced harm or adverse impact. The users continued to monitor the patient using another device.